Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling and insulin was leaking onto the table. The customer was not sure where was the leak. During troubleshooting with tandem technical support, the customer changed out the tubing and was able to complete the fill tubing. There was no impact to the customer's blood glucose level.